Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is not being returned.

Event description:
It was reported that the installation of gasket could not be completed due to gasket defect. The operation was completed with other gasket.

Manufacturer narrative:
(B)(4). UDI # (B)(4) .complaint sample was evaluated and the reported event was confirmed. Visual inspection of articular surface exhibits signs of use nicks and gouges. The dovetail feature was flared and compressed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.